Event description:
It was reported a pump refill occurred on (B)(6) 2014. Following the refill, the patient was exhibiting increased spasticity and visited their healthcare professional (hcp). The pump was tested with the programmer and showed a pump stall occurred. A 'stopped pump period may exceed tube set' message occurred. The pump was checked using fluoroscopy on (B)(6) 2014 and confirmed the an unrecovered motor stall had occurred and the pump was not working. The pump was then filled with preservative free saline and programmed at a delivery rate of 1ml per day. The patient was given oral medication. The pump was used to deliver baclofen. Troubleshooting activities included; dye study, rotor/roller study and x-rays. It was noted the device would be replaced but further replacement information was not reported.

Manufacturer narrative:
(B)(4).